Manufacturer narrative:
The device was not returned for analysis. A review of the lot history records revealed no manufacturing nonconformities that would have contributed to this complaint. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or suture pulled until it breaks due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
Subsequent to the initially filed report, the following additional information was received. This was reported as a closure of the right common femoral vein using a prostyle device after an electrophysiology procedure via an 8f sheath hole. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
This was reported as a closure of an unspecified vessel using a prostyle device after an electrophysiology procedure. Reportedly, the suture separated when the plunger was removed. Upon device removal, the knot was noted to be unraveled. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.